Event description:
I attribute permanent retina damage to complications from surgery to implant crystalens intraocular lenses. Although retina damage was a complication of the surgery and not a defect of the product, I would not have been having surgery at all if it were not for the promises made by the maker of this implant. This is because I did not have a cataract nor any medical problem requiring me to have these implants placed in my eyes. I had these implants placed in my eyes because the FDA studies said "100% of pts implanted with these pieces of junk would be able to see their computer screens without glasses". As you might guess, I cannot see my computer screen without glasses, and despite the FDA requirement that eyeonics/bausch and lomb make no claims in any material provided to pts that the implant moves forward and back within the eye. . .I have in my possession a brochure stating just that. . .that the lens moves forward and back within the eye! I also have a recent ultrasound of the anterior segment of may eye that shows conclusively that the iol does not move at all. . .neither forward nor back. . .nor anyway at all. They must be held responsible for this! Dates of use #2007 - 2008. Diagnosis or reason for use: clear lens exchange for presbyopia.